Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for motor stall a review of the device history record for sn (B)(4) was performed from date of manufacture 10/24/2019 to the present date 11/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device will not register on either side. After replacing the iuis, the device still would not register on either side. No additional information was provided. There was no patient involvement.